Event description:
The user facility reported, prior to use a leak was confirmed. There was no pt involvement.

Manufacturer narrative:
(B)(4). The failure mode was confirmed in the received sample. The cuff deflated immediately. Upon visual inspection the cuff was found to have a cut which measures 0.462 inches. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts.

Manufacturer narrative:
(B)(4).